Manufacturer narrative:
Product analysis determined that the tip of the returned driver had been broken off and was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an issue with the ratcheting handle. The manufacturer representative reported the instrument handle and driver were broken. No further information was provided. There was no patient involvement. Additional information received from a manufacturer representative indicated the tip of the driver was found to be broken after cleaning after the case.